Event description:
Per the clinic, the patient experienced swelling and exudation at the implant site (specific date not reported). The patient was treated with cephalosporins for 2 weeks (date not reported), and underwent a procedure to drain the site (date not reported), however the issue could not be resolved. Subsequently the patient experienced a broken skin flap resulting in exposure of the implant body. The device was explanted on (B)(6) 2013. Reimplantation is planned but has not taken place as of the date of this report, (B)(4) 2013.

Manufacturer narrative:
(B)(4). Device not received by manufacturer.

Manufacturer narrative:
This report is filed february 28, 2014.